Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had been charging for several weeks but last night when he attempted to recharge the ins, it became hot and the patient felt a burning sensation. The rep reported that the patient stopped charging and then the controller showed an orange triangle on the screen when he attempted to communicate with the ins. The patient tried to disconnect the antenna and reattach it but still got the same screen. The rep attempted to connect to the ins using the recharger and indicated that it connected and showed that the coupling was excellent. It was reviewed to consider changing the recharging temperature and speed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp who reported that the cause was not determined however there were no concerns. A system check was performed and everything was working well. The issue was reported to be resolved. Patient was reported to be doing well.